Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer should be reminded the directions-for-use state good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. The customer did not return the cassettes associated with this event and therefore we were unable to test to replicate the event. Samples from the same batch were returned and tested and met specifications. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. The root cause of the customer's complaint could not be conclusively determined as the product associated with this event were not returned for root cause evaluation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the infusion and irrigation failure occurred during cataract/vitrectomy combination surgery. The surgery was completed without product replacement. There was no patient harm.